Event description:
It was reported that tip detachment occurred, and procedure was cancelled. The target lesion was located in a superficial femoral artery. A 300cm (5pk) choice pt guidewire was inserted to the target lesion. However, during procedure, the guidewire became lodged behind the stent that was previously placed. When the guidewire was removed, the distal part approximately 10 cm broke off and remained in the vessel. The physician tried to snare the detached component but was unsuccessful. The tip was left inside the patient's body and the physician decided to stop. The procedure was not completed. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter title: updated from ms. (B)(6). E1 initial reporter first name: upddated from (B)(6). E1 initial reporter last name: updated from (B)(6). E1 initial reporter phone: updated from (B)(6). E3 occupation: updated from nurse to physician.

Event description:
It was reported that tip detachment occurred, and procedure was cancelled. The target lesion was located in a superficial femoral artery. A 300cm (5pk) choice pt guidewire was inserted to the target lesion. However, during procedure, the guidewire became lodged behind the stent that was previously placed. When the guidewire was removed, the distal part approximately 10 cm broke off and remained in the vessel. The physician tried to snare the detached component but was unsuccessful. The tip was left inside the patient's body and the physician decided to stop. The procedure was not completed. No patient complications were reported.